Event description:
It was reported that on (B)(6) 2024, after drilling the screw into the screw hole of the cage, the screw could not be backed out again for angle correction because the plate on the cage was stuck. It will not unlock. There was no surgical delay. The procedure was completed successfully. The patient was in stable condition. This report involves one (1) zero-p va implant 5mm height convex-sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter phone number: (B)(6). H3, h4, h6: part number: 04.647.135s lot number: 262p750 manufacturing site: mezzovico release to warehouse date: 22 jul 2021 expiration date: 01 jul 2031 a manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.